Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device with serial number (B)(6), and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was that a 110 volt psi-tec iii aspirator was intermittently turning off with the use of the foot pedal during an unknown procedure with a patient. There were no consequences to the patient. This is being reported due to this failure creating the risk of procedure cancellation. No additional details are available at this time, if additional information is made available in the future, then a supplemental report will be submitted.